Event description:
During treatment procedure to implant a 12 fr titanium greenfield vena cava filter, the filter did not open. The greenfield filter was inserted through the right femoral vein and advanced into the inferior vena cava. When the physician deployed the greenfield filter, it did not appear to open or to migrate. A second filter was placed above the first one and opened well so that the patient is adequately protected against recurrent emboli. The patient is reported as 'okay' following the procedure with no patient complications.